Event description:
It was reported that upon interrogation of the device, a message was displayed indicating that the data for one or more high-rate episodes is "invalid." This was concluded to be an instance of a known issue wherein the device infrequently encounters an error during data storage. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.